Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. In addition, the battery gauge was fluctuating. Customer¿s blood glucose value was 121 mg/dl. Reportedly, the alerts cleared and the pump successfully began charging after leaving the pump plugged into the power source and continued to use the pump for insulin therapy.